Manufacturer narrative:
(B)(4).

Event description:
The customer reported a vent inop condition. Post timer / 24v failure; system has reset 3 times within the first 30 seconds of operation. No patient involvement reported.